Manufacturer narrative:
The insulin pump powered up properly after battery installation and was received with no blank display noted, had normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. However, the insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a blank display on their insulin pump. It was reported that the customer's blood glucose level was 75.6mg/dl. It was reported that the device would be replaced and returned for analysis.